Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The 60 mm reload was connected to the adapter. The surgeon clamped the tissue of the stomach, the device switched to the firing mode and the surgeon pushed the blue button. However, the knife did not go forward and the device was not fired. Replaced by a new reload and the firing was completed. After that, connected the 45 mm reload to the adapter. The surgeon clamped the tissue of the stomach, however, the same event occurred. Replaced by a new reload and the firing was completed. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the reload was partially fired to the six cm cut line. Functionally, the reload was loaded into pmv representative instruments and applied to test media. All remaining staples were placed properly and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.